Manufacturer narrative:
Visual analysis of the returned device revealed that the balloon was torn longitudinally for 35 mm starting 10 mm from the distal edge of the proximal balloon sleeve. Visual and tactile analysis of the balloon catheter shaft revealed no defects. Operational context contributed to the event.

Event description:
This is the same case and patient as MFR report # 3005099803-2011-04324. This report pertains to the second of two devices. It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst during the procedure. It is unknown at what pressure the balloon burst. The balloon was inflated with a 50/50 mixture of saline and contrast. The device was then completely removed from the patient. The physician completed the procedure with a different device with no complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
This is the same case and patient as MFR report # 3005099803-2011-04324. This report pertains to the second of two devices.it was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst during the procedure. It is unknown at what pressure the balloon burst. The balloon was inflated with a 50/50 mixture of saline and contrast. The device was then completely removed from the patient.the physician completed the procedure with a different device with no complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4)